Event description:
Additional information that the lead was capped and replaced with a subcutaneous ICD from boston scientific to resolve the event. Furthermore, information was received indicating no insulation damage was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an in-range increase of the pacing impedance was observed on the right ventricular (rv) lead. A break in the lead insulation of the rv lead was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the lead was explanted and replaced with a subcutaneous ICD from boston scientific to resolve the event. The patient was stable and will continue to be monitored.